Event description:
During an in-clinic follow-up, premature battery depletion was alleged on the device. A device exchange procedure was performed due to the device reaching elective replacement indicator (eri). The device was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Device image indicated that autocapture and rate responsive feature were enabled and operated in high output mode at times. When automatic settings are programmed, such as autocapture, and rate responsive feature, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, based on average drain current, and the device was in normal range of operation with appropriate remaining longevity.